Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, there was no device abnormality observed. It was determined that the concomitant device met the standard specifications at the time of the reported procedure. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿compatible neutral electrode for 3m/medline 9160, 9165 with neutral electrode description: patient weight 5...15 kg.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when using an hf unit "esg-400" and a non-olympus single grounding pad, a patient was burnt during the therapeutic procedure. The grounding pad was attached to the posterior part of the thigh, where the burn occurred. A non-olympus loop and electrode were also used in the procedure. The customer reported the electrode did not activate when the burn occurred, the esg-400 did not alarm, and the grounding pad light was green. No errors were reported on the esg-400. The intended procedure was not finished; instead of using the cautery device, the physician choose to use a medication called monsel to stop the bleeding. The physician had the nurse apply bacitracin ointment and gauze to the burn to cover it. After a few days of the ointment, the patient was instructed to leave the area clean and dry and cover it with a dry dressing. The burns were believed to be second degree (partial thickness).

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (patient was burnt) could not be confirmed. The electrical safety test was within standard requirements, there was no abnormal error during activation, and the generator passed the inspection. Additional evaluation findings were as follows: there were minor scratches on the housing covers and front panel, and the emc seal came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00381.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).